Event description:
It was reported that the piece of metal face plate broke off the wand, possibly in the hip joint, this was noticed under the scope and the doctor could not find under a fluoroscopy. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.